Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the actual device was returned to the manufacturer. A visual inspection of the returned cycler exterior showed no signs of physical damage.there were visual indications of dried fluid within the cassette compartment on the pump.there were no visual indications of particulates within the cassette area.there were no burrs or sharp edges in cassette area that may have punctured a cassette membrane.vacuum check ¿ failed. Measured (vacuum < 160 mbar): 266 mbar. Failure traced to: clogged hp3 filter.replaced hp3 filter.valve actuation test ¿ passed. System air leak test ¿ passed. Post-ast 2 hours 15 mins 8500ml simulated treatment was performed without any failures or problems. No fluid leaks were found after simulated treatment. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the observed dried fluid could not be determined.there were no discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A contact of a peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. The patient was connected. The fluid was discovered in the pump module area and in the external of the cassette. The fluid leaked from unknown. There was an alarm when the leak was encountered. The air detected in cassette occurred and then the fluid leak was found. The air detected in cassette warning occurred during fill 1. The warning occurred one time last night while the patient was connected. There was fluid seen under the cycler on the cart, inside the cassette door in the pump module area and on the external of the cassette. The fresenius technical support representative advised the patient that the cycler would be replaced. Upon follow up, it was confirmed that no patient adverse effects were experienced, and no medical intervention was required. The patient was able to complete treatment with manuals the day of the reported event. The nurse confirmed that the cycler replacement was received and the old cycler was returned. The nurse confirmed that the patient has been able to use the new machine to complete treatments without further issues to report. Regarding the fluid leak reported, the nurse stated not being aware of the event; therefore, nurse was not able to confirm if whether or not the patient was connected, where was the leak coming from and if the leak was caused due to a user error or due to a malfunction. The nurse confirmed that the patient cycler set is available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A contact of a peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. The patient was connected. The fluid was discovered in the pump module area and in the external of the cassette. The fluid leaked from unknown. There was an alarm when the leak was encountered. The air detected in cassette occurred and then the fluid leak was found. The air detected in cassette warning occurred during fill 1. The warning occurred one time last night while the patient was connected. There was fluid seen under the cycler on the cart, inside the cassette door in the pump module area and on the external of the cassette. The fresenius technical support representative advised the patient that the cycler would be replaced. Upon follow up, it was confirmed that no patient adverse effects were experienced, and no medical intervention was required. The patient was able to complete treatment with manuals the day of the reported event. The nurse confirmed that the cycler replacement was received and the old cycler was returned. The nurse confirmed that the patient has been able to use the new machine to complete treatments without further issues to report. Regarding the fluid leak reported, the nurse stated not being aware of the event; therefore, nurse was not able to confirm if whether or not the patient was connected, where was the leak coming from and if the leak was caused due to a user error or due to a malfunction. The nurse confirmed that the patient cycler set is available to return.